Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had low blood glucose. Customer's low blood glucose was 3.0 mmol/l. Customer stated they received change sensor alert. Customer declined troubleshooting process. Auto mode feature was unknown due to low blood glucose event. The insulin pump will not be returned for analysis.